Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 44mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 19.4mm and 24.9mm at the distal end. The proximal neck length was 10mm. The infrarenal angulation was 44.5. It was reported that during the index procedure, the physician placed an endurant aui; however, a type ia endoleak was noted. The physician decided to add an aortic cuff, but the final angio revealed a persistent type ia endoleak. The physician ballooned on the proximal neck; however, the endoleak did not resolve. The physician decided to convert the patient to open repair and the endurant stent grafts were explanted successfully. A tube graft was placed between the renal arteries and the aortic bifurcation and the procedure was completed. The physician noted that the proximal neck appeared to have sufficient conical neck seal zone; however, the stent graft did not take the steep transition to maintain good seal. No additional clinical sequelae were reported and the patient is doing fine. The review of returned films pre-implant cta¿s revealed that the proximal neck diameter was 17-18mm just below the lowest left renal, and 1cm lower measured 23mm in diameter. The neck was short and angulated. The max diameter aaa was 4.5cm and contained thrombus, and the distal aorta was 9mm in diameter and was ringed with calcification. The right common iliac diameter was 8 - 9 mm, and the left common iliac diameter was 9 ¿ 11mm. The iliacs were calcified and moderately tortuous. Images during implant were not provided; the reported type I endoleak could not be assessed. The exact cause is unknown; however, it is likely that the short, conical and angulated proximal neck may have contributed.

Manufacturer narrative:
(B)(4).